Manufacturer narrative:
The date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via medwatch report mw5159477 that the patient's ipg is inoperable. Next course of action is undetermined as the initial reporter elected not to be identified.